Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer reports that devices at the facility have tested positive for ntm. Cardioquip requested patient information but patient information was not provided. No determination was able to be made about whether the device caused an adverse event as cardioquip does not have access to the device to investigate and no patient information was given.

Event description:
The customer reported that all devices at this facility have tested positive for ntm.

Manufacturer narrative:
Cardioquip received the device and performed an hpc test to gain a quantitative analysis of the water quality. The results came back outside of cardioquip's specifications for bacterial contamination. An internal water pathway replacement was performed on the device to return it to specification. Following the repair, the device passed inspection and is fully functional.

Event description:
The customer reported that all of their devices have tested positive for ntm.